Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three episodes of peritonitis. The cause of the events, patient hospitalizations, treatment and patient outcomes were not reported. Pd therapy was ongoing. No additional information was provided as the reporter declined follow-up.